Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues bolusing. The customer had a hard time delivering insulin into his body. Customer's blood glucose level was 542 mg/dl. He took a bolus to correct his high blood glucose level. The device was not returned.